Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the data had not been transmitted to merlin.net. The device may not have been communicated with the mymerlin app. There were no patient consequences.